Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The infusion set was reportedly detached and the pump settings could not be verified. Both issues can contribute to blood glucose events. The patient also has other medical issues that may have contributed to her hospitalization. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The nurse at the (B)(6) facility called animas to review the pump. She says the date and time on the pump was incorrect. The patient was very ill and the nurse was unable to determine whether the settings were correct in the pump. There were no family members available to answer questions about the patient's pump regime. Animas attempted to reach the patient's husband but was unsuccessful. The patient was recently admitted to the hospital for various medical issues. The nurse believes the patient was in a coma due to elevated blood glucose but does not have any details on the hospitalization. Another nurse at the facility said the patient had a low grade fever prior to being hospitalized on (B)(6) and the infusion set was detached from the patient's body. The hospital staff reportedly resumed the patient's pump therapy and the patient was discharged on pump therapy on (B)(6). The patient's blood glucose level at the time of the call to animas was reportedly 441 mg/dl. She said the patient was lethargic however the patient is normally lethargic. The patient was given 14 units of insulin. The nurse reported that the patient has multiple medical issues and is on peritoneal dialysis as well as a feeding tube. The nurse is not aware of any infusion set or site issues and needs to follow up with the supervisor at (B)(6) facility. The dates in the pump history were various days, months, and years from 2004 to 2011. A pump history record on (B)(6) 2011 revealed that the delivery history matched the programmed totals. The pump was not suspended. The reporter does not know when the patient's last site change was.